Manufacturer narrative:
The returned device does not have any obvious visible defects. There is dried saline on the luer and where the tubing comes out of the handle, the sheath and tip. There are bodily fluids on the handle, sheath and tip. The device was electrically tested and all measurements were within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions during fictional testing. During pressure leak testing a gross leak was found. Upon dissection the leak was found in the handle where the blue irrigation lumen and clear extension tubing are joined. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that a intellanav oi was used in a persistent atrial fibrillation ablation procedure. It was noted that the catheter temperature sensor and magnetic sensor failed. The catheter was replaced and the procedure was completed with no patient complications. However analysis of the returned device revealed a leak.